Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they ran quality controls, which were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc stated that a lower fluid level verified the discordant potassium result and indicated that the positioning of the sample across the sensor was impacted by cellular material in the sample. The cause of the discordant, falsely elevated potassium result was related to the sample handling and sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). A new aliquot from the same sample was repeated on the same instrument, resulting lower than the initial result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.